Event description:
It was reported the pt's (spain) lead was removed, on (B)(6) 2014 in order to clean it (due to fibrosis/scar tissue) and was re-implanted later the same day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.